Manufacturer narrative:
The event occurred in israel. It was reported that the error message ¿head error¿ occurred on the rotaflow console. No harm to any person has been reported. The rotaflow console (rfc) with s/n (B)(6) was sent back to manufacturer for investigation. During the investigation by the getinge service department on 2022-01-31 the reported "head error" could be reproduced. The rfc control board kit (article number 701034051) has been replaced to restore the function. The arterial mode was not available when checking the rfc in connection with a hl20, which was also repaired by replacing the pump connector with cabling (article number 70100.7812) this was not reported by the customer, since he is not using this function. After functional test at the getinge service department on 2022-03-09 the device was sent back to the user. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The most probable root cause for the missing "arterial mode" could be determined as a defective odu connector. Based on these investigation results the reported failure "head error" could be confirmed. A device history record (DHR) review was performed on 2022-03-10. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in israel. It was reported that the error message ¿head error¿ occurred on the rotaflow console. No more information provided. No harm to any person has been reported. Complaint ID: (B)(4).